Event description:
Device returned to MFR for analysis with report of explant due to "during week before explant at refill discovered large volume of old drug - contrast and roller studies". Contrast and roller studies - md ?roller stall and the catheter connector had a split at groove where suture ties connector to the pump. Follow up with hcp indicated that pt experienced some increase in spasticity at the time of the pump event and has fully recovered after replacement of the device.